Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The programmer displayed a white screen, and it would not allow the repair disk to be run. The display and software were found to be the cause of the issue. Product ID 2067 programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer will not allow the repair disk to be run. It was also reported the programmer just gives a white screen. Follow-up information received indicates it was attempted to run the repair disk when the white screen occurred; it did not work. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported the programmer will not allow the repair disk to be run. It was also reported the programmer just gives a white screen. Followup information received indicates it was attempted to run the repair disk when the white screen occurred; it did not work. The programmer was returned for repair. There was no patient involvement.